Event description:
A patient with aso underwent a pta against cto with calcification in the sfa. After a guiding sheath (6fr45cm) was inserted from contralateral side, a cxi - 4.0 was advanced through it. Then, the complaint device (cxi-2.6) was progressed into the cxi-4.0 and they were used coaxially. The wire guide used was a 0.018 inch one (grave ht20 0.018inch/ lifeline). When the physician was advancing the device into cto, resistance was encountered and thus, he retrieved the complaint cxi and checked it, which confirmed the breakage of the tip of it. The complaint cxi was retrieved with cxi-4.0. Another cxi was used instead and the cto could be passed through. There were no adverse effects on the patient.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.